Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized due to low blood glucose levels. The customer stated that she was at her doctor's office when she lost consciousness, and was taken to the emergency room. When she regained consciousness, her blood glucose reading was 57 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer had changed the infusion set two days prior to the event. Nothing further was reported.